Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. Investigation summary: bd received 1 photo for investigation. The customer photo shows a male luer adapter inside a holder but not connected to a device. Therefore, this complaint can be confirmed based on the customer photo provided. Additionally, 30 retained samples underwent visual inspection, where one sample failed due to male luer separation from the female luer before use. Another set of 30 retained samples underwent functional tests to assess separation during use and for proper activation and lockout mechanisms,. All samples passed, showing no defects or device separation during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: separates during use based on the photo provided. This complaint has also been confirmed for separates prior to use based on the retain sample inspection. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 1 device's hub separated from the holder leaving the needle and tubing attached to the patient's arm. A recollect was performed. There was no other health impact or consequences reported.